Event description:
It was reported that four days after the iab was inserted the pt rolled on her side for pt care, and after she was returned to a supine position, blood was seen entering the gas tubing. The iab was removed and not replaced. The pt expired of natural causes, not related to this incident.